Event description:
This supplemental report is being filed to provide additional information that a procedure was done. The doctor replaced the patient's pulse generator with a new one. This electrode remains implanted. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of noise. The patient was using an e-stim at the time of the shocks. Technical services advised that the patient should not use the e-stim. This is considered a serious injury as multiple shocks occurred. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The patient was using an e-stim at the time of the shocks. Technical services advised that the patient should not use the e-stim. This is considered a serious injury as multiple shocks occurred. There were no additional adverse patient effects. The system remains implanted.